Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred past the plunger with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage at the plunger of the syringe: liquid/ runs past the plunger, it cannot be guaranteed that the patient receives the correct amount of medication.

Manufacturer narrative:
H.6. Investigation summary as neither a physical sample nor a picture sample was available for return, our quality team was unable to conduct a thorough sample based investigation. A device history record review was performed for provided lot number 1911293. The review revealed one detected quality issue during the production process that may have contributed to this reported incident. During the assembly process, a problem resulting in damage to the plunger lip component was detected. In response to the detected defect, production was held and all affected product was intended to be segregated by the machine operator. It has been determined that this incident resulted due to improper segregation of faulty product by the operator. This incident has been communicated to all production personnel for further awareness of this issue. Our quality team will continue to monitor the production process for signs of this potential defect.

Event description:
It was reported that during use leakage occurred past the plunger with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, translated from german to english: leakage at the plunger of the syringe: liquid/ runs past the plunger, it cannot be guaranteed that the patient receives the correct amount of medication.